Event description:
It was reported that (1)lcsc5 was used during a unknown procedure. It was reported by the rep that the device tone out and was replaced. Opened another device to complete the case. There was no consequence to pt.